Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the main lamp failed to work due to a defective converter and igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source spare lamp is turned on. The event occurred during preparation for use, prior to a diagnostic electrosurgical procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿main lamp does not work¿, was reproduced. It was found that the phenomenon occurred due to a defect of the converter and igniter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.